Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits were broken inside the patient while drilling for multiloc distal locking holes. An x-ray showed that the broken pieces were inside the patient, and the surgeon decided to keep both the broken piece inside the patient in two distal holes of the multiloc nail. After that, the surgeon decided not to insert screws for any of the distal holes and continued with mulltiloc two screws proximally. The surgeon then decided to plaster cast the patient. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.